Manufacturer narrative:
The reported complaint of catheter leak was confirmed during functional testing of the returned icy catheter (lot #185695). During the pressure leak test, a pinhole leak was observed at the proximal end of the medial balloon. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter showed no physical damage. Dried blood residue was observed in the catheter's balloons and luered tubings. During the functional leak test, all infusion ports and lumens were flushed without resistance except the medial and proximal infusion ports due to the blood clogged inside the tubing. During the pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated. Upon pressurizing the catheter up to 100 psi, a pinhole leak was observed at the proximal end of the medial balloon (1cm away from the proximal end of the medial balloon), confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints for the icy catheter with lot number 185695.

Event description:
A patient was placed into controlled hypothermia by ivtm therapy. An icy catheter (lot # 185695) was smoothly inserted into the patient's left femoral vein in a single attempt. No adjunctive temperature management or relative procedures were performed on the patient prior to the ivtm treatment. During the re-warming phase, 40 hours after the initiation of the treatment, the thermogard system generated an "air trap" alarm. The console's pump rotor stopped and went into a standby mode. Upon inspection, the 500-ml saline bag was observed to be empty. No saline solution was found on the floor, the patient's bed, or the console. A catheter leak and infusion of a 200-ml saline into the patient's bloodstream were suspected. The catheter was removed as the physician decided to end the ivtm therapy. No patient injury was reported. The patient is stable.